Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was not properly removing air from the cartridge before filling it. Tandem technical support educated the the customer to remove any residual air from the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.